Manufacturer narrative:
Reasons of no corrective action: based on the investigation, combined with product performance and market data analysis, we assess that the issue was likely due to user handling deviation and is inferred to be a low-probability, isolated extreme case. According to root cause analysis and risk-benefit principles, no action is being taken at this time. We will continue to monitor and track market complaints for this product and respond further based on trends.

Event description:
On 05/08/2026 mhc received MDR: mw5187032 via email from the FDA. The description of the MDR read as follows: I was on zepbound single vials. They send easy- touch needles. 31 gauge 5/16 lot number 76241, item 63116102, manufactured 11-05-2025, exp-11-04-2030. These needles bend when you insert then into the vial. Sometimes they bend left or right and sometimes they just crumple on themselves. During my most recent injection the needle broke off under my skin in the lower abdomen. I went to the emergency room. Both an x ray and ultrasound was done and they confirmed a retained fragment of the needle and placed me on antibiotics. I have an appointment with general surgeon (B)(6) in approximately one week, I had reported this earlier to someone at (B)(6) but cannot tell you who. This time I spoke with (B)(6) at (B)(6). A report was run of the mhc complaint module to see if the redacted sections referenced communication with mhc but not complaints had been received for this lot of products to date. The manufacturer will be notified so that retained lot testing can be completed since there is insufficient information in the emdr to allow for the end user to be contacted. Once mhc receives and additional information following manufacturer investigation a follow-up MDR will be submitted